Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that air within device occurred. A left atrial appendage (laa) closure procedure was being performed under local sedation. The watchman truseal access system (was) was inserted in the patient. Continuous air bubbles during withdrawal were noted within the was so it was promptly removed with no clinical consequence to the patient. A new was used to complete the procedure, and a watchman closure device was implanted. The procedure was concluded, and the patient was stable. The patient was discharged.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR.: the returned watchman truseal access system (was) was analyzed and the reported event of air within device was not confirmed. Device analysis consisted of functional testing , which was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. It was considered likely that the reported events occurred as a result of factors encountered during the procedure.

Event description:
It was reported that air within device occurred. A left atrial appendage (laa) closure procedure was being performed under local sedation. The watchman truseal access system (was) was inserted in the patient. Continuous air bubbles during withdrawal were noted within the was so it was promptly removed with no clinical consequence to the patient. A new was used to complete the procedure, and a watchman closure device was implanted. The procedure was concluded, and the patient was stable. The patient was discharged.